Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018 a bifurcated stent graft and proximal extension were implanted to treat an abdominal aortic aneurysm. Upon deployment and balloon touch up of an afx proximal extension, an angiogram showed a type ia endoleak due to the proximal extension moving slightly distally into the aneurysm sac. Physician elected to implanted a second proximal extension, however, the type ia endoleak persisted. The procedure was concluded and the patient is to being monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, due to the lack of relevant medical imaging or records, clinical was unable to find substantial evidence to support the following reported event of stent movement and type 1a endoleak. The most likely cause of the persistent proximal loss of seal was the off-label neck anatomy. Reportedly, the patient will be on surveillance. To date there has been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.